Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject guidewire tip broke off inside of the patient. The physician was able to snare it and remove it. He felt it broke off at the junction between the floppy portion and the body of the wire. Additional information provided by the customer indicated that there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the guidewire tip was shaped 40 degrees, the patient's anatomy was a little tortuous, there was no friction/resistance encountered during the procedure, and there were no other difficulties encountered during usage of the device. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure, the tip of the subject guidewire broke off inside of the patient. The physician used a snare to retrieve the fractured guidewire tip. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. The patient is fine.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the tip of the subject guidewire broke off inside of the patient. The physician used a snare to retrieve the fractured guidewire tip. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. The patient is fine.